Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of backup primary audible alarm post error was confirmed upon powering the device on and revealed in the event log. This was caused by main board. Action was taken to replace the main board. Performed pm testing and passed. Physical condition of the device was good.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 complaint of backup audible alarm. No patient adverse events occurred.